Event description:
The customer reported that the insulin pump turned itself off and went into threshold suspend. The customer's sensor glucose reading was 67 mg/dl but his blood glucose level was 130 mg/dl. The customer received a low predict but his blood glucose level was 130 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.